Event description:
It was reported by the customer that a pyxis medstation es system station was in disconnected mode. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.